Event description:
Pediatric nurse entered the patients room to respond to a low blood pressure alarm via the arterial line. Nurse found patient in her crib laying in a large pool of blood. Nurse clamped the arterial line and called for help. Md and nurse found the arterial line tubing leaking from a crack. They were able to replace the broken tubing and stop the bleeding. The appropriate medical interventions were followed regarding loss of blood. A similar event occurred next morning where nurse found broken arterial line tubing leaking blood from the patient . The estimated amount of blood loss was small. The appropriate medical interventions were followed regarding loss of blood. Both patients are now ok. Possibly lot# ur16b25120. Manufacturer response for IV extension set, (brand not provided) (per site reporter): baxter is sending a return box for us to return to them for evaluation.